Manufacturer narrative:
Date of event is unknown. The best estimate would be in early february 2022 when the customer reported the issue. The intraocular lens (iol) was not returned for evaluation; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, a definitive response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the technics enhance intraocular lens (iol) was damaged and did not deploy. The lens was not implanted. The customer stated that they lubricated the iol using balance salt solution (bss). No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: return to manufacturer: 2/28/2022 section h3: device evaluated by manufacturer: yes device evaluation: product evaluation was performed under magnification. The complaint device presented with a lens stuck inside the cartridge and minor cartridge tip damage. No assembly issues were identified. Therefore, the complaint issue could not be confirmed. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.